Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Information contained in this report has previously been submitted via 410 psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: broken shell, underweight and red particles. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "complete rupture (disintegration of implant shell) of free flowing silicone gel (intracapsular). The device has been explanted.